Event description:
During removal of needle from i.v. Port, entire rubber port pulled loose allowing fluids to run free and therefore making drug administration impossible, also creating a possible exposure problem. This was first reported in march of 2001.